Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The issue started to occur in (B)(6) 2025. On (B)(6) 2025, the patient experienced symptoms of vomiting and she was transported to the hospital by her mother. The patient's blood glucose level was 420 mg/dl and 429 mg/dl. The patient was treated with an unknown drip and medication for nausea. The blood glucose level decreased to 174 mg/dl after delivering an insulin correction at the hospital. The patient was in the hospital for 8 hours. The patient had a routine appointment in (B)(6) 2024 where she had insulin doses adjusted.